Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot ab8036u03 was reviewed and the product was produced according to product specifications. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 30 nov 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced at least three different incidences, which were associated with separate units, involving at least three different patients. This is the third of three reports. Refer to 8030647-2018-00635 for the first report refer to 8030647-2018-00653 for the second report it was reported that the flex connector doesn't hold correctly and is falling out. No further information provided.